Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized for heart failure symptoms. Upon interrogation it was noted that the patient had high rate pacing in the 120 to 130 paces per minute range. Boston scientific technical services (ts) was consulted and discussed the ventricular rate response (vrr) setting and found that it was programmed to the maxium pacing rate of 130. Ts explained that reprogramming the vrr to a lower response will decrease the pacing rate. Subsequently the pacing rate was decreased. Ts also discussed further reprogramming options. Further information was received that the patient was sent home and is doing well. No additional adverse patient effects were reported.